Manufacturer narrative:
(B)(4). Batch # m91a24. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. Care should be taken not to close the jaw over gauze or any other material than tissue, for further information on device use can be found on the IFU. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gynecological procedure and prior to insertion into the patient the surgeon tested the device on a piece of gauze or paper. When doing so, the jaws locked shut. The procedure was completed using a like device. There was no patient consequence.